Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loss of image upon angulation/poor connection issue and the observed e216 (scope communication error) issue could not be determined, however, the issues were likely the result of image sensor unit damage (disconnection, etc.), a faulty component on the circuit board due to use stress, external factors, or user handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿. ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. The issue was found during inspection for use in a therapeutic gastroenterological surgery. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image during angulation and there was an e216 error for poor connection. The adhesive on the bending section rubber was chipped, the venting connector of the light guide connector was loose, and the bending section could not be fixed firmly due to wear of the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.